Event description:
Related manufacturer reference number: 2017865-2025-12498 . It was reported that a patient presented with dislodgement of the right atrial and right ventricular leads noted. It was noted that the patient had twiddled the leads resulting in the dislodgement. This was confirmed via x-ray imaging. Both leads were explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.